Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There were no button error alarms noted. The insulin pump was received with a missing end cap sticker, minor scratches on the lcd window, a cracked case at reservoir tube window corners, cracked belt clip slot, cracked battery tube threads, and a corroded battery tube.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was tubing out on the water and the ride was bumpy. Customer mentioned that the pump was not allowing her to do anything. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer did not want to send back the pump.